Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Catalog numbers and lot codes of other devices listed in this report: 5517f302, triathlon p/a cr beaded #3r, hhs6n. 5536b300, tritanium bplate triathlon s3, ctd34699. 5552-l-350, tritanium patella-asymmetric, htnd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
As reported: "pt. Has had pain for 4 months came in to the ER yesterday they tapped the knee and its infected." Spoke to rep: a stage 1 revision for infection was done on the patient's right knee. A size 3 femoral component, triathlon cs insert, tritanium baseplate, and triathlon patella were removed. Other than explant pictures, rep confirmed that no further information would be released by the hospital or surgeon.